Event description:
It was reported that the physician did not hear the 'click' when the lead was screwed into the implantable pulse generator (ipg) during the implant. The physician unscrewed the lead and pulled out the setscrew out and could not replace the setscrew. An alternate ipg was used. The physician was having difficulty placing the lead due to patient anatomy. The physician asked for a new lead as there was blood in the tip of the lead. An alternate lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.